Manufacturer narrative:
H3. Analysis of the catheter identified damage to the sutureless connector (sc) which is consistent with explant damage. The catheter was returned for analysis on 2023-jun-15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl via an implantable pump. It was indicated that the patient had reported a lack of pain relief the past month. The physician stated that they increased the fentanyl concentration from 2000 mcg/ml to 2500 mcg/ml at the last refill. No volume discrepancies had occurred at the past 2 refills.  A dye study was attempted on 2023-may-01; however, the physician was unable to aspirate the catheter. The physician was able to see catheter tip at t9 on x-ray, but unable to track the catheter from the tip to catheter access port (cap).  There were no known external factors that may have led or contributed to the issue.  The physician was to refer patient to a neurosurgeon for potential pump and/or catheter replacement.  Surgical intervention was planned but not yet scheduled.  The issue was not resolved as of (B)(6) 2023.  The patient's medical history and weight at the time of the event were unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-feb-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that today they attempted another catheter access port (cap) dye study and were unable to aspirate again. The rep stated a catheter revision was done and the pump connector was difficult getting off and the silicone sleeve came off the connector and there was some tissue on the christmas tree connector of the pump. The rep stated that they could not see any fluid dripping from the pump connector. The manufacturer's technical services specialist (tss) discussed with the rep that with the catheter disconnected from the pump, to flush the cap with preservative free normal saline and see fluid dripping and then run a bolus over a few minutes to see fluid dripping from the pump. The rep stated that the hcp decided to replace the pump and revise the catheter. Tss discussed sending product back to the manufacturer for analysis. Additional information was received from the manufacturer's representative. After discussing with the healthcare provider (hcp) and technical services, they flushed the catheter access port (cap) and was able to see preservative free normal saline (pfns) flow out of the side port. The rep then programmed a one time priming bolus and was able to see medication flow out of the side port. After seeing this, the hcp determined that the pump did not have to be replaced and re-implanted it into the patient. Upon further evaluation, the spinal segment of the catheter was severed in half. The hcp was able to explant the majority of the pump and spinal segment; however, they were not able to explant the catheter tip and it was still implanted in the patient. The hcp utilized a new catheter into the intrathecal space and attached it to the original pump. The hcp was able to aspirate cerebrospinal fluid (csf) from the cap once the catheter was connected. The patient pump was programmed into minimal rate and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: 2023-06-07 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.